Event description:
It was reported that the hvb coil impedance was fluctuating to low and that the patient vasculature had required a "severe bend" in the lead on implant. The caller was advised to ask for an xray in the areas of the severe bend looking for fracture. It was further reported that both the hvb and superior vena cava (svc) coils had exhibited increased impedances. The lead was explanted and replaced. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the hvb coil impedance was fluctuating to low and that the patient vasculature had required a "severe bend" in the lead on implant. The caller was advised to ask for an xray in the areas of the severe bend looking for fracture. Follow up has been attempted for additional information, and remains in progress. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.